Event description:
Purchased a travel CPAP. (Resmed air mini) on (B)(6) 2021. It was a travel unit so I used it once and started getting a bad sinus type allergic reaction. I did research online and at that time found no evidence of others who had experienced this. This lead me to think it's coincidental. Fast forward to (B)(6). I took it in a weeks vacation and when I used it, I immediately went into this allergy situation. I was doing a lot of hiking in the woods so I didn't put 2 & 2 together. I used again recently for a couple days and immediately got allergies. Did some blog checking and come to find out it is a very common issue. I have spent over a hundred dollars on allergy medicine while trying to figure out what's going on only to find out it's common for this machine. The machine was (B)(6) and resmed doesn't want to acknowledge this. Search the internet for resmed air mini allergic reactions and you will see the prevalence of these issues. I use a phillips respironics and have never had issues. Seems to be in their moisture pack that is in-line that folks are allergic to.